Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker radio malfunction and that the speaker is not working on mx40. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported, a speaker radio malfunction. And that the speaker is not working on mx40. The device was not in use on a patient at the time of event. There was no patient involvement. The device was returned, to a philips authorized repair facility for evaluation. The bench repair technician evaluated the device, and was not able to reproduce the reported issue. Therefore, we are considering this to be a malfunction of cause unknown. The device passed all tests. And was returned to the customer's site.